Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer experienced low blood glucose symptoms and received a reading of 19 mmol/l on her aviva system. The customer's mother treated her with sweets and the patient recovered. No medical treatment was required. The customer's current condition is stable.